Manufacturer narrative:
A ge service representative performed an on site investigation. The power button was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the power button was not working properly and the system would not boot up. There is no report of injury or death associated with this event.